Manufacturer narrative:
(B)(4). Concomitant medical products: tibial articular surface, catalog#: 00596204010, lot#: ni, unknown nexgen femoral, catalog#: ni, lot#: ni. Occurred in (B)(6). Reported event was confirmed by review of operative notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03512, 03513, 03514.

Event description:
It is reported that the patient experienced pain and swelling subsequent to left knee arthroplasty. Patient underwent aspiration under sedation 4 months post-operatively and was negative for infection. No additional medical intervention was reported.